Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no audio alarms. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump received no delivery alarms and battery life was decreased. The device will not be returned for analysis.